Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On 05/22/2026, it was reported that in the morning, the pediatric patient had a sensor failed cgm alert. The patient was vomiting and her ketones were large. Her parent checked her manual bg meter, and it was 421 mg/dl. The patient's parent gave her insulin through the pen, then checked it 30 minutes later and it increased to around 450 mg/dl. The parent took her to an emergency room (ER) clinic, they checked her glucose level, but parent cannot recall the value at that time, then they transported the patient to the hospital via ambulance. Medical personnel treated the patient with IV fluids and IV insulin. Her glucose level stabilized eventually, and they discharged her in the night on the same day (less than 24 hours). The patient is doing well since then. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.